Event description:
Customer reported that pump battery would not charge despite using the appropriate charging cable and trying multiple wall outlets and adapters. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump as it was still under warranty, and customer was advised to revert to using multiple daily injections (mdi) for insulin delivery. Additionally, customer was instructed on how to store the pump before returning it to tandem using a prepaid label, with a commitment to return it within 10 days.